Event description:
It was reported that the pt's hearing loss worsened and that it was decided to re-implant the pt with a cochlear implant.

Manufacturer narrative:
No UDI available. The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.